Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that pt says he¿s getting ¿zapped¿ in certain positions; pain intensified with therapy off. No falls remembered or reported; pt is active. Xrays showed leads are same as implant and posterior; impedance check was all green, sometimes electrodes 7 and 13 were ¿avoid¿ status so not used in programming. In addition, reprogramming was done and the patient was educated. The issue resolved.